Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that their implantable cardioverter defibrillator (ICD) was turned off so they could receive a MRI. The patient stated that their device was turned back on but now it is not pacing them. The device remains in use. No patient complications have been reported as a result of this event.